Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A review of the share logs was previously performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was loss of connection due to a temporary communication issue between the device and the transmitter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter issue occurred. Data was evaluated and the allegation was confirmed as a loss of connection was observed. The probable cause was loss of connection due to a temporary communication issue between the device and the transmitter. The reported event of a transmitter issue is reportable based on the finding of a loss of connection. No injury or medical intervention was reported.